Manufacturer narrative:
Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. There was no adverse impact to customer¿s blood glucose level. Customer loaded a new cartridge to address the issue.